Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced ineffective stimulation. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where her entire scs system was explanted. This report was originally submitted on 10/06/2015 under MFR report # 1627487-2015-023593. The filing is hereby resubmitted to reflect the appropriate MFR report number.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
This report was originally submitted on 11/17/2015 under MFR report # 1627487-2015-23593-001. After further investigation it was determined the report was inadvertently submitted under the incorrect MFR. Report#. This report reflects the new supplemental report number.